Event description:
Caller reported cgm error with code 42 related to g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.